Event description:
Electric hi-lo bed alterra 1232 purchased from medline corporation. The pull pin on the siderails has a spring in it. Failure occurred in one when resident was sliding off air mattress onto floor mat. Resident's head got caught between the unlocked but raised siderail and the mattress because the siderail could not stay locked in an upright position. It fell down over the resident's face as the resident's body was lowering to the floor. We checked our stock of the same beds and 10+ siderails had the same issue. This faulty device caused the resident's head to be trapped. Resident had a bed alarm on which announced to nursing staff that her body was leaving the mattress. Without the bed alarm, it would have been several more minutes and up to an hour before the resident was due to be checked again. She then would have been at high risk for airway compromise or neck trauma.